Manufacturer narrative:
(B)(4). Evaluation results: mi.

Event description:
Patient received a 3.5 diameter x 12mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox lad during index procedure. It was reported that the patient suffered an mi on the same day of procedure. Investigator reported that the event was probably related to the study device and procedure. No other clinical sequelae were reported.